Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported difficult or delayed positioning associated with leaflet grasping appears to be related to patient conditions (fragile, thin, prolapsed, and calcified posterior leaflet). Unspecified tissue injury appears to be related to the procedural conditions associated with difficult leaflet grasping. Tissue damage is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. The posterior leaflet was fragile, thin, prolapsed, and calcified. Grasping was attempted with the xtw clip but was not successful. After multiple attempts a posterior leaflet rupture was suspected. The clip was then implanted, reducing mr to grade 1-2. There was no clinically significant delay in the procedure. No additional information was provided.